Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. A second procedure has been reported post-revision due to screw malposition. It is unknown if fluoroscopy was used at the time of event. Labeling review: "proper anterior/posterior position is verified using lateral fluoroscopy". No product returned.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure. On (B)(6) 2012 patient underwent a revision procedure due to cage misplacement. Cage was replaced and pedicle screws were added.